Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced the customer replaced the da(data acquisition) board to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00128. All information from the original report(s) has been transferred to this report.

Event description:
05k/v60 ventilator/zero calibration failure- not in clinical use at time of event and no reports of patient/user harm or injury. Investigation is ongoing.